Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 04/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that when taking the light glove out of the packaging, the plastic was already torn (when de-folding it to be able to put onto the lamp). The tear was noticed before putting it on the lamp. The product has not been used on a patient. The product has not been re-sterilized prior use.